Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: slimtip lead, model: mn10450-90a, serial: (B)(6), UDI: (B)(4), batch: 9036318.

Event description:
It was reported that one of the patient's l1 leads had high impedances on all contacts. It was noted that the patient was in a car accident prior. As a result, the patient underwent surgical intervention during which the lead was explanted and replaced. Effective therapy was established post-operatively. It is unknown which lead had the issue.